Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the oridion has failed with error code 570.6200; replaced it a new oridion board. Updated a new logic board for compatibility. Performed leak down test and co2 calibration with passing results. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion board causing error code 570.6200. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 16dec2005 to the present date (B)(6) 2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had been broken or damaged. There was no patient involvement.